Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and delivered within specification. A review of the event history log showed no excessive alarms or programming errors. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump under-infused during patient infusion. The registered nurse (rn) drew up 24 mls into a 50 ml syringe to prime the blood tubing. The pump was programmed to deliver 19 ml over 3 hours which came out to 6.3 ml/hr. The pump indicated the exact volume to be infuse is 19.1 ml. The rn did not notice any alarms for the 3 hour infusion. After 3 hours, there was 16 ml residual volume in the syringe and the bag was empty. All connected stopcocks were checked and correct. The pump showed 20 infused and a volume to be infused (vtbi) 10.33. The infusion was stopped with the pump also indicating 1.38 hours to go. There was no report of patient injury or medical intervention associated with this event. No additional information is available.